Manufacturer narrative:
(B)(4): device evaluated by account personnel.

Event description:
It was reported by repair work order that the headend of the bed was stuck at an elevated height due to the cpu damper being damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.